Event description:
It was reported that a novum iq syringe pump had the syringe plunger fall out and was loose from both ends. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the plunger driver was loose. The plunger driver was taken out of the pump without disassembly. Upon separating the case halves, a broken end of the plunger driver connecter was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a broken plunger driver end. The plunger driver assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.